Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire was sheared off and the physician was unable to recover it. The lesion being treated was a diffuse, mixed-calcium lesion extending 13cm long in the sfa. The physician performed three runs with the diamondback oad; one each at low, medium and high speeds lasting 30 seconds each. The viperwire was initially parked approx 5cm from the lesion, but the physician suspects that when the oad crown was advanced during the intervention, it came into contact with the spring tip of the viperwire. The intervention was successful in that the lesion was made compliant with the diamondback oad and brisk flow was present following the intervention. Additional info has been requested regarding this event.